Event description:
Boston scientific received information that this patient complained of tenderness over the pocket site. Blood work sent in for analysis to rule out infection. At this time, it is unknown whether this patient has an infection. There was no change to the implanted system. There were no additional adverse patient effects reported.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) remains in service. At this time, there is no additional information. Should additional information become available this report will be updated.